Manufacturer narrative:
It was reported by an attorney that the patient underwent a ventral/epigastric hernia repair procedure on (B)(6) 2010 and mesh was implanted. The patient underwent a surgery for recurrent hernia on (B)(6) 2011 and strattice was utilized. (B)(4).

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to adhesions to the small bowel, along with the small intestine and bowel duct. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.